Manufacturer narrative:
H3: product analysis : evaluation could not determine overheating, however, it was observed that abnormal noise occurred during rotation. The likely cause was due to deterioration of the tip bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handpiece gets hot. The patient impact was unknown. Additional information received that the event occurred intra operatively and there was no patient impact.

Manufacturer narrative:
H3: product analysis : evaluation could not determine overheating, however, it was observed that abnormal noise occurred during rotation. The likely cause was due to deterioration of the tip bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handpiece gets hot. The patient impact was unknown. Additional information was received stating that detached bearings were found during evaluation.